Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the presence of calcium interfered with device deployment which resulted in a non-deployment event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. E3: occupation: rn the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a peripheral intervention and the physician opted to use a perclose. The perclose did not work due to calcium in the common femoral artery. The physician then decided to try an angio-seal device. The angio-seal was inserted and when he was setting the footplate the entire device came out through the arteriotomy. Manual pressure was applied, and the patient went to the recovery area and was later sent home without issue. The blood loss was less than 250cc's. The reported event did not result in patient injury or require surgical intervention.